Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The following products were used during the index procedure: a boston inflation device, a rinato guidewire, a 7f access guiding catheter, a 2.0 x 10mm balloon catheter, a 2.75 x 10mm balloon catheter and a 7f terumo sheath. During a pci, the balloon of a cypher stent delivery system ruptured during stent deployment. Another balloon was used to post-dilate the stent that event resolved without sequel. The patient was admitted with a totally occluded, de novo and heavily calcified lesion in the distal right coronary artery. This was an emergent case due to a myocardial infarction. Femoral approach was chosen for the procedure and the lesion was pre-dilated several times. Then, a 2.5 x 18mm cypher select plus stent was delivered to the target lesion, with slight friction. The balloon was inflated at 10atm, for 15sec, and then was inflated again up to 14-16atm. However, the balloon ruptured. The balloon rupture was confirmed by back-flow of blood into the inflation device. Therefore, the stent delivery system of the cypher was immediately retrieved from the patient and post-dilation was conducted to further dilate the stent. The procedure was finished successfully and there was no patient injury reported. The physician did not indicate any anomalies prior to use. The sds was not returned for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the product available for analysis the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel characteristics, specifically the heavy calcification that may have contributed to the event. There is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The patient was admitted with a totally occluded, de novo and heavily calcified lesion in the distal right coronary artery. This was an emergent case due to a myocardial infarction. Femoral approach was chosen for the procedure and the lesion was pre-dilated several times. Then, a 2.5 x 18mm cypher select plus stent was delivered to the target lesion, with slight friction. The balloon was inflated at 10atm, for 15sec, and then was inflated again up to 14-16atm. However, the balloon ruptured. The balloon rupture was confirmed by back-flow of blood into the inflation device. Therefore, the stent delivery system of the cypher was immediately retrieved from the patient and post-dilation was conducted to further dilate the stent. The procedure was finished successfully and there was no patient injury reported. The physician did not indicate any anomalies prior to use.